Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately 09/02/2025, the patient's spouse was woken by an alert from the patient's cgm that the cgm reading was 26 mg/dl (labeling indicates that the cgm does not provide values below 40 mg/dl). There was no blood glucose fingerstick taken at this time. At around midnight on 09/03/2025, the spouse found the patient unconscious and saw that the sensor had failed. Paramedics were called and arrived at 1:51am. A bg was checked and it was 57 mg/dl. The patient was taken to the hospital at 2:30am. At the hospital he was give glucose and the sensor was removed. After one day, the patient was discharged. At the time of the report, the patient as feeling okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient went to sleep the evening of (B)(6) 2025. Shortly before 1:51 am on (B)(6) 2025, the spouse awakened as the cgm made an odd sound. She checked the receiver screen and saw the sensor had failed. She checked her spouse and found him to be unconscious. She called ems at 1:51 am. No treatment or bg fs occurred by the spouse prior to paramedic arrival. Paramedics performed a bg fs and found him to be 57 mg/dl. They treated him with glucose (unspecified route), and when he did not fully regain consciousness, they transported him to the hospital for further treatment. The patient and spouse did not remember other treatment details to stabilize his condition. He remained at the hospital a day and was discharged in stable condition on (B)(6) 2025 at noon in stable condition. The spouse also indicated after paramedics arrived in the home on (B) (6) 2025, the spouse checked the history on the receiver and saw cgm values were 26 mg/dl around the time of paramedic arrival and had been low since 10 or 11 am the previous day leading up to the event. No other alerts or alarms were reported at the time of the report. The patient only used the receiver at the time of the event. At the time of the report, the patient as feeling okay. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).